Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on the morning of (B)(6) 2011 at 11:45 am, the patient reported blood glucose results of "100mg/dl" with a lifescan meter and "66mg/dl" on a laboratory device, performed within 10 minutes or less of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the alleged issue. The patient claimed to have developed symptoms of being "shaky" ten minutes after the reported issue began. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because although the patient denied any medical intervention, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. In addition, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up #3 ((B)(6) 2011) - correction: corrections were made.